Manufacturer narrative:
On july 27, 2023, customer reported that they have been keeping a "close check on the pump and it has been working fine.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that intermittently, the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently, decreased and continuous glucose meter read as "low". Paramedics were called and customer consumed carbohydrates. Customer's low bg resolved, prior to paramedics arriving and subsequently, did not require their assistance.